Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/07/2025 the user reported that after breakfast the user¿s blood glucose rose to 400 mg/dl while using the ilet bionic pancreas. The user paused insulin delivery, took 5 units of mdi insulin, then reconnected to the ilet. Bg returned to 188 mg/dl the same day. No medical assistance or long-term effects were reported.